Event description:
We have had some providers asking the following questions it seems that white staple is protruding from the wound and the providers are asking what to do? On the wound check nothing is protruding and wound looks fine. Insorb 30 stapler 2030 (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the condition reported.

Manufacturer narrative:
Investigation: x-no sample returned: x-review DHR. Analysis and findings: distribution history the complaint product was manufactured at csi on april 20th, 2022 under the work order 619008191. Manufacturing record review DHR was reviewed, no events related to malfunction or performance was detected during the quality inspections. The DHR can be found in mastercontrol under the infocard title cr_DHR_ 2030_ 619008191. Incoming inspection review all raw material used to perform the work order 619008191 was reviewed, lots used to manufacture this lot were complied with the incoming inspection requirements to be used. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history, 103 complaints were reported to the part 2030, 6 complaints were related to "protruding staples-malfunction". Product receipt: no samples were available to be evaluated. Visual evaluation: evaluation of the complaint unit could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appending to this investigation. Customers provide a picture in which some residues of staples are evidenced. Functional evaluation: evaluation of the complaint unit could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned later, it will be evaluated, and any findings will be appending to this investigation. Root cause : complaint condition is confirmed based on the pictures added by the customer. However, the root cause cannot been determinate due the samples were not available. According to DHR evaluation: 1. The devices were manufactured with the correct items (raw material) per bom. 2. No visual or functional fails were found during the quality inspection. Correction and/or corrective action: at the end, the condition reported in the complaint is confirmed based in the customer evidence but is not related to manufactured issues due evaluation of the samples was not possible to made. Based in the DHR revision, all quality requirements were complied. No more actions are required. No more actions are required due occurrence of this event is considered low based on the last 2 year complaint history record. Was the complaint confirmed? Yes. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
We have had some providers asking the following questions it seems that white staple is protruding from the wound and the providers are asking what to do? On the wound check nothing is protruding and wound looks fine. 1216677-2022-00314 insorb 30 stapler 2030 (B)(4).